Event description:
It was reported that the patient experienced a loss of stimulation and therapeutic effect. It was noted that the clinician programmer, patient programmer, and recharger determined that the implantable neurostimulator (ins) was overdischarged. A physician mode recharge (pmr) was started and the battery returned to normal status after first attempt. It was reported that the patient was shown how to find the battery with the best connection and was instructed to charge fully. The patient status was noted as no injury. It was later reported that the patient had experienced less than 50 percent therapy relief in the left leg and the overdischarge occurred due to patient compliance. The patient went to florida for several months and did not take the charger with him. It was noted that by the time the patient returned the device had become overdischarged for the first time. It was reported that on (B)(6) 2013 a power on reset (por) occurred with error code 0x2608. A pmr successfully reset and cleared the device. It was reported that therapy resumed as it was in the past. It was noted that no impedance issues were seen.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).